Manufacturer narrative:
Attempts to obtain additional information have been unsuccessful. Without return of the device or additional information the reported explant cannot be investigated and a root cause cannot be determined. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards learned of a 21mm aortic pericardial valve implanted in the mitral position that was explanted due to unknown reasons after an implant duration of six (6) months. The device was replaced with a 23mm valve. No additional information was received.